Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line (pl) connection during their pd treatment. The reported issue was discovered during fill 1. The pl is blocked alarm was also received. Fluid was also discovered on the external of the cycler set cassette. Additional information was obtained during follow-up with the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler after re-setting up with new supplies. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler remains with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line (pl) connection during their pd treatment. The reported issue was discovered during fill 1. The pl is blocked alarm was also received. Fluid was also discovered on the external of the cycler set cassette. Additional information was obtained during follow-up with the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler after re-setting up with new supplies. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler remains with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. A post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid was observed on the cassette. The patient sensors check, system air leak test, and valve actuation test were performed and passed. An internal visual inspection of the returned cycler encountered no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line (pl) connection during their pd treatment. The reported issue was discovered during fill 1. The pl is blocked alarm was also received. Fluid was also discovered on the external of the cycler set cassette. Additional information was obtained during follow-up with the patient. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient completed treatment on the cycler after re-setting up with new supplies. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler remains with the patient for continued use. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.